Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 9f amplatzer torqvue delivery system (ds) was selected for use in an occluder implant procedure. During the procedure, the ds broke during the delivery of the occluder. The occluder was able to be successfully implant. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
An event of delivery system broken during the delivery of the occluder was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Image received appeared to show broken hub of the loader, which seems to be happened during implant procedure due to external force. However, this cannot be confirmed. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 9f amplatzer torqvue delivery system (ds) was selected for use in an occluder implant procedure. During the procedure, the ds broke during the delivery of the occluder. The occluder was able to be successfully implant. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.